Manufacturer narrative:
E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump fails accuracy 11.65%. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the device failed accuracy test 11.65%. There was no evidence of physical damage. Accuracy testing was performed, and the complaint was verified. The cause is the expulsor. Replaced the expulsor to correct the issue. The device passed all functional tests after the repair.